Manufacturer narrative:
The reported events of lead dislodgement and failure to capture was not confirmed. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray inspection found the inner coil inside the connector region was over torqued consistent with the procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. No other anomalies were found.

Event description:
It was reported that patient's atrial, right ventricular (rv) and left ventricular (lv) lead was dislodged and exhibited loss of capture. It was also noted that patient's pacemaker was migrated. During lead revision procedure it was noted that the helix of atrial and rv lead was failed to extend. The atrial and rv lead was explanted and replaced. The device and lv lead was successfully repositioned on (B)(6) 2024. The patient was stable.